Manufacturer narrative:
Follow-up # 1 date of submission 08/04/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display. The audio bolus button was found to be detached/missing. A leak test was performed and a leak was found at the missing audio bolus button cover. The pump case was removed and moisture was found on the sides of the printed circuit board. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.